Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels as low as 50 mg/dl since starting use of the pump on (B)(6) 2018. Customer treated the low bg with glucose tablets. Customer alleged that the low bg was caused by the pump not allowing a basal rate setting lower than 0.1 unit/hour. Tandem technical support advised customer to consult with healthcare provider regarding the low bg.